Event description:
It was reported that the device was at elective replacement indicator (eri) voltage, but hadn't tripped eri yet. The physician stated that the patient complained about the longevity being four years. The device was explanted and replaced. The atrial lead would not capture, had low pacing impedance and oversensing. A revision of the lead was attempted. However, due to subclavian occlusion, the revision could not be done and the lead was placed in the new header. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID: 4068-52, lead, implanted: (B)(6) 2003. Product ID: 4193, lead, implanted: (B)(6) 2003. (B)(4).